Event description:
It was reported that after the programmer is powered on, it beeps repeatedly, and will not operate. No patient complications were reported as a result of this event. The radiofrequency (rf) head was also returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) : analysis found that the main processor unit (mpu) tested out of specification and as a result it was replaced. (B)(4) : analysis found that the cable was out of specification.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that after the programmer is powered on, it beeps repeatedly, and will not operate. No patient complications were reported as a result of this event.